Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the pacer dependent patient presented in clinic for follow-up, noise on right ventricular lead and phrenic nerve stimulation on left ventricular lead was observed. Both leads were explanted and replaced. Patient was upgraded to bi-v pacemaker. Patient was stable throughout the event.